Event description:
Subsequent to the initial medwatch report, the following additional information was received. Resistance was felt during advancement in the tortuous and calcified left anterior descending artery and the shaft broke during attempts to cross the lesion.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the shaft of a 3.0 x 15mm xience xpedition broke 100 cm from the tip, outside of the patient anatomy. The broken piece was retrieved. A second 3.0 x 15mm xience was used to successfully complete the procedure. A clinically significant delay in the procedure was reported due to retrieving the broken piece and delivering the alternative one. There were no adverse patient effects. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.